Event description:
The user facility reported that the subject device was used in a pt with a history of chronic maxillary sinusitis. During the procedure, the pt received bilateral maxillary dilatation and submucous resection of the inferior turbinates. Cultures obtained during the procedure subsequently demonstrated heavy growth of staphylococcus aureus. Forty-eight hours following the procedure, the pt presented to the emergency room of a local hospital with a temperature of 39c, a sunburned appearance, and hypotension. The pt was transferred to a second facility with (B)(6) ICU facilities, and intravenous antibiotics and albumin were administered. The pt was diagnosed with "toxic shock syndrome." The pt was discharged 48 hours later with oral antibiotics, and was said to be doing well in later visits to the surgeon.

Manufacturer narrative:
Acclarent f/u on this report to gather add'l info. The exact model of the devices used in the procedure was not provided. There were no allegations of any device malfunction, however, the physician indicated he believed that microfractures of bone may have permitted the staph infection to enter the bloodstream thereby causing the reported sepsis and toxic shock. No devices were returned for eval. The cause of the reported event could not be conclusively determined, however, the pt's pre-existing staphylococcus aureus infection was likely a contributory factor. This report will be monitored for trending purposes. This report is being submitted in an abundance of caution.